Event description:
A pump alarm was reported by the customer, identified specifically as alarm 20, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.